Manufacturer narrative:
For each device the quality documents associated with the manufacture were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process.

Event description:
This device was returned with oos documentation from the hospital. Per oos, this system was explanted due to infection on (B)(6) 2014. Should additional information become available, this file will be updated. (B)(6) 2014 - we were informed this patient had endocarditis. This no longer meets asr criteria.